Event description:
No blood glucose levels reported. The customer reported weak signal and a lost sensor alert from the insulin pump. The customer also reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. The customer also reported getting rashes from the adhesive of the sensor of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).